Manufacturer narrative:
The vacuum pump oil was added to the vacuum pump and the o-ring was replaced to resolve to resolve odor/smells issue. In addition, the fse reported the unit was overdue for preventative maintenance and noted the oil mist filter was saturated with oil and was contributing to the odor/smell. Preventative maintenance that includes replacing the oil mist filter was approved by the customer and will be performed the following week. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(6). Asp complaint ref #: (B)(4).

Event description:
While onsite servicing the sterrad® nx sterilizer for a reported issue of a vacuum pump noise, an asp field service engineer (fse) discovered a ¿burning smell¿ or odor emitting from the sterrad¿s vacuum pump. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device manufacture date: correction from 10/22/2014 to 10/18/2014. The fse went back on site and performed preventative maintenance. The catalytic converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the odor/smells issue is the vacuum pump oil, o-ring, catalytic converter, and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).